Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 at around 8 pm, dexcom cgm had alerted him of his hypoglycemic event but due to the fact that his blood glucose was dropping too fast, patient had to call paramedics. Patient lost consciousness fell and bruised his face. Paramedics came, administered IV with glucose and checked patient¿s vitals. At the time of his call to dexcom technical support, patient was feeling well.